Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual analysis of the returned percuflex¿ plus ureteral stent found that the stent was broken near the renal side. It is possible that the way in which the device was handled and manipulated during unpacking or preparation may have contributed to the failure encountered (stent broken). During manufacturing the units are inspected in order to avoid the failures found. Most likely, the damages found are consistent with one caused when catheter is being pulled; this may cause damage, deformities or device break. Therefore, the most probable root cause assigned to the complaint is ¿handling damage.¿ the device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was to be used for ureteral stenting on (B)(6) 2016. According to the complainant, during unpacking, the stent was noticed to be ¿nearly fractured¿. The procedure was completed with another percuflex¿ plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.